Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received on 03/30/2022, and section h10 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto bipap with an allegation of cancer. There was no report of medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer's service center concludes that unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: device eval. By mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init and recall (z) number were updated in this report.